Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred. Customer changed the cartridge; however, the alarm reoccurred. Customer's blood glucose was within 54-500 mg/dl. Reportedly, customer reverted to another pump for insulin therapy.